Event description:
Allegedly the patient was revised due to neck fracture. Patient was revised sometime between 2012 and 2013.

Manufacturer narrative:
After the initial report it was determined that this was a duplicate of an already reported MDR 1043534-2012-01601. Please void the initial report.